Event description:
It was reported that patient presented for a lead replacement procedure. Upon interrogation, it was noted the right ventricular lead exhibited noise over-sensing resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.